Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4 batch #: unknown. Additional information was obtained: the tissue pad was detached. The case occurred at the end of open surgery for stomach cancer. Doctor said that this case might have occurred because of wearing out the device. Harmonic was used a lot including dissection. But he also said that the device usually could be used more than this case. It hardly consider that the device touched any metal clips. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic gastrectomy, the tissue pad was detached. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.